Event description:
Twist drill fractured in mandible. The procedure being performed was a bsso. The fracture didn't complicate the surgery and the patient didn't suffer any adverse consequences.

Manufacturer narrative:
Actual product returned to stryker and will be evaluated. Evaluation anticipated, but not yet begun. Results will be reported in follow up.